Event description:
A (B)(6) male patient's daughter contacted zoll customer support for an unrelated issue. Upon service investigation, a reportable problem was discovered. The trunk connector housing was broken and the locking nut was missing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt trunk connector housing was broken and the connector locking nut was missing, which would not properly secure the belt in the monitor. The root cause for the damaged connector housing and missing locking nut was not positively identified, but was likely due to physical abuse. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.